Event description:
It was reported that the patient presenting to the hospital with an artificial urinary sphincter (aus) malfunctioning. A replacement surgery was performed in which all the components were removed and replaced. During the procedure, it was noticed that there was no fluid left in the balloon due to a fluid leak. Upon the explant, the device was tested with a syringe and a hole in the tubing was found. No patient complications were reported.